Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The front panel buttons were intermittently failing due to a faulty front panel. Additionally, a third party fan was found inside the equipment. A crack was found in the lens base. Rust was noted on the socket, chassis, and front panel. The lamp base had burn marks present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera ii xenon light source was experiencing a front panel malfunction. According to the initial reporter, when they pressed the air button on the control panel, the lamp was turning on. An olympus field service engineer (fse) was tele-conferenced in during the issue and suspected a control panel unit failure and recommended that the unit be returned for repair. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that this event was discovered during a routine inspection by a technician. There was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d8. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the front panel buttons were not working intermittently due to faulty front panel. Olympus will continue to monitor field performance for this device.